Event description:
It was reported that the insulin pump froze while the caller was trying to change the customer's insertion site and they were trying to rewind the piston. The caller stated that they tried taking the batteries out and putting them back into the device but it did not resolve the issue. The customer's blood glucose was 46 mg/dl which was treated with food. The caller stated that the customer goes outside and plays hard. The caller stated that there was no response from any buttons and the display was not frozen at 0.0 units on normal or easy bolus. The customer checked their blood glucose again and it was 231 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No rewind or frozen screen anomaly was noted. The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.